Manufacturer narrative:
The event of patient¿s ipg unable to communicate with external devices was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. Troubleshooting steps could not resolve the issue. The ipg was replaced, and effective therapy was restored. Review of wi (B)(4) did not find this event is associated with an existing CAPA. Action/ alert level is being trended and monitored.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the device was not placed in surgery mode. Next course of action is undetermined at this time.